Manufacturer narrative:
(B)(4).

Event description:
On 26jun2017 a patient (pt) sent an email to report while wearing the acuvue oasys brand contact lens on (B)(6) 2017, ¿later that night I awoke to bad eye pain¿. The pt reported that he/she could not find the right eye contact lens to remove it. Pt sent to an urgent case and was then referred to an eye care provider (ecp). ¿hundreds of dollars later and 3 weeks of follow-up my eye is healed. I had surface scratches and an ulcer inside my eye, and scarring on the outside¿. The pt reported he/she ¿obtained my medical records and have proof of all care and medication due to the contacts. I hope this doesn¿t happen to anyone else, because it was the worst pain I¿ve experienced¿. No additional information was provided. Multiple attempts were made to the pt for additional medical information, but no return calls were received from the pt. No additional information has been received. The suspect product availability is unknown. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mw1s was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.